Manufacturer narrative:
(B)(4) date sent to the FDA: 8/21/2015 (B)(4) conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a pelvic surgical procedure on (B)(6) 2010 and the mesh was implanted. Following the procedure, the patient experienced a mesh exposure and underwent a trimming procedure of exposed mesh.